Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that customer was hospitalized on (B)(6) 2018 due to high blood glucose and diabetic ketoacidosis. The customer 's mother did not mention customer experiencing symptoms such as nausea and vomiting. Blood glucose at the time of the admission was 495mg/dl. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The customer's mother states having trouble with insulin flow blocked after changing the set multiple times. Trouble shooting was performed and it was due to kinked tubing. The customer states high blood glucose levels began on (B)(6) 2018. The customer's mother states pump alarmed stuck button but they did not press a button for more then 3 minutes or longer. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with all buttons responding properly. Pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. A water filled reservoir was used during the test. No unexpected insulin flow blocked, stuck button alarm or air bubble anomaly noted during testing. No damage or moisture damage on keypad assembly, unlocked printed circuit board keypad connector noted. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.